Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a chocolate balloon during treatment of a plaque lesion in the patient¿s common femoral artery. The vessel is described as being stenosed. There was no significant tortuosity reported. No damage was noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. The device was passed through a previously deployed stent. Resistance was encountered when attempting to pass the chocolate balloon through the previously deployed non-medtronic stent in the patient¿s external iliac artery . It is reported the nitinol cage came off in the patient during delivery through the vessel as it became caught on the distal edge of the stent causing the distal edge to deform. The chocolate balloon was being used to treat lesions in the common femoral artery (cfa), but it had penetrated about 4 mm into the external iliac artery (eia) stent that was originally placed. The cage remained in the patient caught on the stent when the device was removed. An additional stent was placed to tack the previously deployed stent and cage to the vessel wall. The stent was placed in the form of lining the stent distal edge on the st ent that was originally implanted. No further injury reported.

Manufacturer narrative:
Product analysis: the device was received coiled inside a zip lock bag within a biohazard bag. No ancillary devices or cine images from the procedure were received for evaluation. Device was decontaminated with cidex opa solution soak and tergazyme soak. A visual inspection of the device found that the proximal connector struts of the cage is still attached to the balloon and the rest of the cage broke at the connector struts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.